Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) was confirmed in the downloaded data but was unable to be duplicated. Upon investigation, there wsa corrosion on connector j502 in the monitor, causing the abnormal shutdowns. The cause of the corrosion was liquid contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient experienced a service code 107 (multiple abnormal shutdowns).